Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined.d4 - lot # changed from blank to pd1c08182111 d4: expiration date changed from blank to 2/18/2023. D4: unique identifier (UDI) # updated to: (B)(4). H4 - device mfg date changed from blank to 8/18/2021.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's glucose reached 18 mmol/l (324 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. The patient was unsure if the cannula was properly inserted into the skin.